Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) cable was damaged from the dog chewing and was replaced by providing with loaner mobile power unit (mpu).